Manufacturer narrative:
The other two proglide devices referenced are filed under separate medwatch report numbers. The device or suture were not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device or suture returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement in a common femoral artery was completed with two proglide devices, using the pre-close technique, via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to 14f and the aaa procedure was completed. Reportedly, the sutures of the proglide devices did not achieve hemostasis. Another proglide device was used and hemostasis was not achieved. A surgical cutdown was performed and the physician observed the knots of the proglide devices had not advanced to the artery surface. The sutures of the three proglide devices were removed and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.